Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned pump found the tamper seals intact and no external damage was noted. A review of the pump event history log found no evidence of the reported problem in the history. Functional testing was performed and the reported problem was unable to be duplicated. The pump displayed no alarm message when powered up. The pump performed as intended. Preventive maintenance was performed. No root cause could be determined as the complaint could not be confirmed. Operator of device and PMA/510k are unknown. No additional information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump displayed an error message. No patient injury was reported.